Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the vessel did not occlude because they could not close the clip enough to occlude vessel. As a result they had to open the pt. Blood loss amount is not known.